Event description:
This MDR is being filed in response to the pt's report that the sensor smelled like burning and was hot to the touch. The pt reported "the whole thing [sensor] was hot." The pt did not report any injury or burn. Lifewatch performed preliminary testing of the device on 1/11/2012, and the sensor was found to overheat. It exceeded the spec of 109 degrees fahrenheit (actual value = 110 degrees fahrenheit). Medical literature has established a temp of 111 degrees fahrenheit as the minimum temp that will cause burns with prolonged contact. Higher temps will cause burns with lesser exposure times. The sensor was forwarded to the MFR, cardguard, for further interrogation. Note: regulatory became aware of the pt's complaint on 2/1/2012.

Manufacturer narrative:
MFR cardguard results: full qc testing: failed for overcurrent. Visual pcb insp: failed for corrosion (corrosion also found on internal screws and springs). Cable electrical insp - continuity on all channels: pass. Cable electrical insp - no short on all channels: pass. Cable visual insp - cable: pass. Cable visual insp - yoke: pass. Leakage current: testing could not be completed due to condition of device. Sensor temp increase: fail. Insp of the sensor revealed that unvarnished components and pads underwent strong corrosion. The corrosion caused short circuits and current consumption was increased dramatically. The protected fuse was burnt, but the amount of corrosion and moisture resulted in the short circuit being bypassed and providing a path for the current. The high current was the cause of the sensor overheating. The sensor was submitted to an external lab for further analysis, which revealed the corroded components contain high quantities of oxygen and chlorine. Based on this, it is presumed that the device was immersed in or came into contact with a water solution of chlorine. This was the first pt to use the sensor and all testing performed by cardguard and lifewatch prior to use by the pt passed. The amount of corrosion in a short time of use supports the suspicion that the device was exposed to water/chlorine.